Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-08. H.6. Investigation summary customer returned (7) open 4mm, 32g pen needles from lot # 9226274. Customer states that the pen would not press out insulin during injection. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. User error. No evidence of manufacturing related issues were observed on the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd ultra fine¿ pen needle unable to deliver insulin/medication. The following information was provided by the initial reporter: "the pen would not press out insulin during injection".

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd ultra fine¿ pen needle unable to deliver insulin/medication. The following information was provided by the initial reporter: "the pen would not press out insulin during injection".